Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, as the device came out of the endoscope, it was noted that the device was twisted and the orientation was incorrect. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Event description:
On (B)(6) 2011, it was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, as the device came out of the endoscope, it was noted that the device was damaged/warped. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. On (B)(6) 2011, the complainant reported additional information regarding the event. It was reported that the procedure was on (B)(6) 2011 and, as the device came out of the endoscope, it was noted that the device was twisted and the orientation was incorrect. The procedure was completed with another autotome rx sphincterotome. Based on the additional information received, this was no longer considered a reportable event. On (B)(6) 2011, this event has been deemed a reportable event based on the investigation results: bent cut wire and not bowing in plane.

Manufacturer narrative:
Event date: (B)(6) 2011. A visual examination of the returned device found that the working length was twisted and the cut wire was bent. The orientation of the device did not meet specification. Functionally, when bowing the device it would not bow in plane due to the bent cut wire. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Based on the additional information received, this is no longer considered a reportable event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. According to the complainant, during the procedure, as the device came out of the endoscope, it was noted that the device was damaged/warped. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.